Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg site had a bruise and the ipg was much closer to the surface of the skin. It was unknown if there was skin breakage. The patient will undergo an ipg relocation procedure.

Event description:
A report was received that the patients ipg site had a bruise and the ipg was much closer to the surface of the skin. It was unknown if there was skin breakage. The patient will undergo an ipg relocation procedure.